Event description:
It was reported that a broken piece of screw remains in the patient. According to the reporter the patient¿s bone quality may have been hard. The surgeon did not notch or tap the bone tunnel prior to screw implantation. The surgeon is reported as saying the fixation of the remaining implanted part of screw was ¿good enough¿. The date of the surgery and patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to multiple follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event is improper bone preparation. The product directions for use (dfu) warns the user that the appropriate arthrex delivery system is required for proper insertion of the implant. The directions instruct the user to prepare the screw entrance insertion point using either the dilator or notcher. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05637, and 3005099803-2009-05635 for the other associated device information. It was reported to boston scientific corporation that three cellebrity endoscopic cytology brushes were to be used for a bronchoscopy procedure performed on (B)(6), 2009. According to the complainant, during preparation, the brushes were tested outside the patient. When extending the brush forward, the yellow sheath completely detached from the handle. The yellow sheath slipped down (about 10 cm) covering the brush. The brush could not be extended forward anymore or retracted back into the sheath. This happened three times in a row with three separate brushes. The procedure was completed with a fourth cellebrity endoscopic cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.